Event description:
Country of complaint: (B)(6). Infection.

Manufacturer narrative:
Samples received: 48 unopened pouches to analyze this complaint and (B)(4). Analysis and results: there are no previous complaints of this code-batch. We have received two cases of infection the same day from the same customer. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 48 closed samples to analyze this complaint and (B)(4). Tightness test to the samples received has been performed and the units are tight. We have performed the sterility test in the thread of the samples received and the samples incubated for 14 days remained without microbial growth. Therefore, the samples comply with the sterility test. Sterilization method using ethylene oxide has been validated for this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Final conclusion: although the results of the samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: this code-batch is affected by the novosyn-safil recall initiated in june 2018. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Remarks: (B)(4) was opened in relation to the novosyn-safil recall.